Manufacturer narrative:
Vega lead r58 s/n (B)(6) and vega lead r52 s/n (B)(6) are connected to the active device alizea dr s/n (B)(6). The review of provided data highlighted simultaneous atrial and ventricular oversensing of non-physiological events in the recorded episodes in 2024. The non-physiological signals are wide and truncated and may be most probably due to conductor fracture of both vega leads. The system has been implanted in (B)(6) 2022, therefore connection issue is less probable. Both atrial and ventricular sensing have decreased, both atrial and ventricular impedance slightly have increased and the ventricular pacing threshold has increased. No general malfunction is suspected on the active device alizea dr s/n (B)(6). Deeper analysis of the atrial lead vega r52 s/n (B)(6) and ventricular lead vega r58 s/n (B)(6) should be considered: - x-ray in several orientations to check the positions of both leads; - extensive sensing and pacing thresholds tests in the ventricular and in the atrial channels, in both bipolar and unipolar configurations; - same real time sensing and pacing tests could be conducted while performing provocative manoeuvres (valsalva, moving the arm, breathing deeply, manipulating the case / header), to try reproducing the noise pattern; - depending on the patient condition, a re-intervention should be evaluated to check the integrity, the proper operation of the v lead and of the a lead (extensive checks with the psa on both leads to try to reproduce the behavior) as well as the connections of both leads to the device. However, this decision is solely left to the physician¿s discretion but may eventually be supported / strengthened by observations during the last follow-up. Since the atrial and ventricular leads haven¿t explanted and been returned for expertise and since no information from 2022 and 2023 is available, no further analysis could be conducted.

Event description:
Reportedly, the center received a remote follow-up highlighting noisy a and v egm, the noisy events occur at the same time on a and v. Can it be lead fractures?

Manufacturer narrative:
Investigation summary: review of provided data highlighted simultaneous atrial and ventricular oversensing of non-physiological events in the recorded episodes in 2024. Analysis of the return products identified multiple insulation breaches in the regions of the leads close to the suture site and near the proximal extremity of the leads. These damages explain the reported simultaneous oversensing on atrial and ventricular channels. Considering the location and characteristics of the insulation breaches to each lead, the cause is most likely attributable to lead-to-lead abrasion. This case is retained and utilized for trend purposes. Please find attached the investigation report.

Event description:
Reportedly, the center received a remote follow-up highlighting noisy a and v egm, the noisy events occur at the same time on a and v. Can it be lead fractures?

Manufacturer narrative:
A new information was received, the vega r52 lead was explanted on (B)(6) 2024 and will be returned for investigation.

Event description:
Reportedly, the center received a remote follow-up highlighting noisy a and v egm, the noisy events occur at the same time on a and v. Can it be lead fractures?